Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber toward the end of the procedure. Based on the signals in the run data file, it cannot be ruled out that the donor's platelets may have been activating in the channel and in the lrs chamber, disrupting the packed bed and the decreasing consistency with which the platelets were exiting the centrifuge. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related. Root cause: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber toward the end of the procedure. Based on the signals in the run data file, it cannot be ruled out that the donor's platelets may have been activating in the channel and in the lrs chamber, disrupting the packed bed and the decreasing consistency with which the platelets were exiting the centrifuge. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.